Event description:
It was reported approximately 66 months post implant of a bifurcated device and an infrarenal aortic extension there was an endoleak and contained rupture identified by CT scan. Angiogram revealed an endoleak near the bottom aspect of the main body, just above the bifurcation. The bifurcated main body was relined with another bifurcated device and the endoleak resolved. Patient is reported to be doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Cautionary product use conditions that might have contributed to the event included: morbid obesity; and, moderate-severe calcifications at the bifurcation. Given the longevity of this device, and the patient's medical history, aortic remodeling and/or disease progression might have contributed to this event. There was evidence of a competitor's proximal stent in addition to the infrarenal stent that was placed at the initial repair; it was not clear if this device was place at a later date. Nonetheless, the extra stress of the additional proximal cuff, and/or instrumentation of the aortic components might have changed the integrity of the system, and might have contributed to the stent collapse and subsequent endoleak. At 66 months post implant, the complete stent collapse, type iiib endoleak and rupture were substantiated, as well as the secondary endovascular repair. The reported type ia endoleak could not be substantiated radiographically. The patient was discharged home on pod 4 without complications. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical review, the reported event was confirmed. A type iiib endoleak and rupture were substantiated. A root cause could not definitely be determined, but the moderate-severe calcification at the bifurcation, which reflects off-label use of the device, is the likely cause. Additionally, aortic remodeling and/or disease progression would also be considered as contributing factors.

Manufacturer narrative:
The above information was reviewed. This new information confirmed that a competitor's stent was placed at the initial implant procedure to treat a type ia endoleak; and, there was a persistent type ii endoleak from a lumbar artery immediately post implant. No new imaging studies were provided.